Event description:
Caller states the patient tested 7.0 inr and 6.7 inr on the coaguchek xs plus system while a comparison lab returned as 4.64 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).